Event description:
It was reported that a motor stall was noted and confirmed in the event logs with no motor stall recovery recorded. The patient experienced a return of symptoms. The patient started noticing tightness and an increase in spasms earlier in the day on the report date. The patient then started hearing the critical alarm from their pump. The pump was read and the logs indicated the motor stalled at 2:24am on the report date and had not recovered. It was reported the health care provider (hcp) had tried programming a small bolus and the logs looked normal; however, the pump was still stalled. The patient had denied being near anything significant, in terms of emi (electromagnetic interference). The device system was used to deliver baclofen. As of (B)(6) 2014, the pump had not recovered and the cause of the stall remained unknown. Two boluses had been tried in order to restart the pump. The device manufacturer representative didn¿t know how the patient was doing and planned to return the pump if surgery was done. It was later reported that the patient was scheduled for pump replacement on (B)(6) 2014, because the stall did not recover. It was noted on (B)(6) 2014, per a health care provider (hcp) note that the patient was to continue with 10mg of oral baclofen three times per day. The pump was later replaced. It was later reported that the patient had not had any MRI, magnet or magnetic field exposure. The patient had been receiving every effective relief and then woke up and heard an alarm. The patient experienced severe itching in their chest and back the day before and for days after the alarm went off. The patient¿s spasticity had returned as well. The device manufacturer representative planned to return the pump for analysis once they received it from the facility.

Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly. There was corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, lot# n178296001, implanted: (B)(6) 2009, product type: catheter. (B)(4).